Event description:
Consumer complaint of high blood results. Back to back blood test performed during call ((B)(6) 2013) with results of 178 and 181 mg/dl. Test strip lot manufacturer's expiration date is 07/31/2015. Recall test results performed from meter memory. Based on the customers lowest result in memory (95) and the highest result in memory (202), the complaint is reportable (zone b/c). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (04/15/2013). Most likely underlying root cause: user had an inaccurate reference.